Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024, it was reported by a sales representative via phone that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor had an issue. During a hip arthroscopy procedure on (B)(6)2024, when the surgeon tried to insert the device, the metal inserter tip with the anchor broke off inside the drill guide. All fragments were contained within the drill guide, and no fragments entered the patients. The drill guide and the broken metal inserter tip with the anchor were removed from the patient. Another ar-3636h self bunching 1.8 knotless hip fibertak soft anchor with the same lot number was opened and used to complete the procedure successfully. There was no case delay, and no harm to the patient was reported. The device was discarded, and no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.